Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed an unexpected restart alarm every time the customer changed the battery. Customer was unable to prime. Customer's blood glucose was unknown. Customer reported that the act button on the insulin pump was having issues. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly and no keypad anomaly was noted. The keypad connector was inspected and no anomaly was noted. The insulin pump alarmed after a battery change, causing the insulin pump to reset due to a faulty component at the interface circuit board. No blank display or display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.